Event description:
It was reported that during the implant procedure, stylet could not be inserted into the lead. Lead malfunction was suspected. Lead was not used and the procedure was completed successfully using another lead. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: serial number of the product should have been (B)(4) rather than (B)(4). Model number: lpa1200m/52, serial number: (B)(4), lot number: 6090681, device manufacture date: apr 14, 2017.